Event description:
The customer reported that their device would no longer detect a connected defibrillation therapy cable. The device would not have the ability to deliver defibrillation energy without this connection. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly in the failure analysis center. It was determined that the cause of the reported failure was due to two open resistors, designators r179 and r180.